Event description:
It is reported that during a dental impression procedure with impregum penta and permadyne garant 2:1, both manufactured by 3m espe ag, the pt developed swelling, and shortness of breath. This MDR is on permadyne garant 2:1, MDR 9611385-2006-00003 is on impregum penta. It was reported that the pt was admitted to hosp and that she was treated with epinephrine and adavent in the ER. At the time 3m espe ag was made aware of the incident (one day after onset of the symptoms), the patient was reported to be fine and back to work.